Manufacturer narrative:
Resolution and disposition: the fse (field service engineer) reported the touch screen was internally cleaned to address the reported problem. No parts were replaced.

Event description:
The customer reported the touch screen is defective. It does not respond to touch, fails calibration, and the parameters could not be reset. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient involvement updated.

Event description:
The customer reported the touch screen is defective. It does not respond to touch, fails calibration, and the parameters could not be reset. The fse (field service engineer) reported there was no patient involvement.